Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. In telephone contact, the complainant informed that the information about lot number of the product was not available.

Event description:
(B)(4). The dentist reported that 7 years and 5 months, after dental implant was installed in patient¿s mouth, its loss of osseointegration was observed. In addition, 80ncm of primary stability was achieved.